Event description:
Suture needle handed to assistant surgeon by surgical technician and when assistant attempted to pass it though the dermis he noted it would not pass. Assistant physician then examined tip of suture needle and noted it was broken. Peri-operative manager spoke to assistant; he stated he believed the suture had already been used to close another portion of the skin before the broken tip was noted. Broken tip approximately less than 1.5 mm. Confirmed with surgical technician, suture had been used by primary surgeon to close initial port site.